Event description:
The dental implant fx4310mlc was removed on (B)(6) 2017 due to failure to osseointegrate one month after implantation. The doctor indicated that local infection caused the implant removal. The patient has been recovered without complications.